Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed a false downstream occlusion alarm occurred during the previous service event and the correction was force sensor no-tube calibration and force sensor calibration. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log and found during fluid pressure testing to be caused by the force sensor current reading was out of specification. The force sensor scale was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. There was no known patient injury or medical intervention associated with this event. No additional information is available.